Event description:
It was reported that during a lap cholecystectomy procedure, the pouch broke and a piece came off. The piece was retrieved out of the pt through the trocar. The surgeon was able to remove the contents with the pouch. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.